Manufacturer narrative:
The field service engineer (fse) was dispatched to address the reported event. Fse conducted a follow-up with the customer over-the-phone to address the reported event. The fse did not confirm the customer reported error. The customer stated that the instrument powered on with out any errors. On the (B)(6) 2018 the customer reported running controls and the results were within range and without any errors. The instrument is functioning as intended and was released. No further actions are required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(6) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-900 operator's manual safety precaution section, under installation precautions states the following: connect analyzer to suitable power source be sure to connect the aia-900 to a power source with a sufficiently high power rating that is free of voltage fluctuations. Power sources that have an insufficient power rating or significant fluctuations in voltage pose a potential fire hazard. Carefully check ground connections failure to properly ground the analyzer is a potential source of electrical shock. Be sure to connect the analyzer to a socket with a ground. Grounding the analyzer helps to both prevent system malfunctions due to noise and to reduce the risk of electrical shock. Do not connect the analyzer ground line to gas pipes, water pipes, lightning rod or the telephone system ground line. Gas pipes: can ignite fires and cause explosions water pipes: are not an effective ground lightning rod and telephone lines: are a potential source of danger when lightning strikes the most probable cause of the reported issue was due to operator error. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported that their aia-900 lost power and shut down. The technical support specialist (tss) requested the customer to check the uninterruptible power supply (ups). The customer reported that the ups has one light on. Tss had the customer re-power the ups. The customer refused to unplug the ups nor bi-pass the ups and plug in the instrument. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of prl and bhcg patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.